Event description:
It was reported that the device needed the bezel assembly and led display replaced. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action h3 other text : device has been serviced.

Manufacturer narrative:
No device will be returned per customer. The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that the device needed the bezel assembly and led display replaced. There was no patient involvement.